Event description:
Reporter alleged blood glucose resulted have all been measuring hi since obtaining the meter about one month. It was reported customer went to the dr based on the meter readings and their device measured 204 mg/dl. Reporter stated not taking normal insulin due to the results however no treatment was reportedly rec'd from the dr and no other actions taken. A request was made for the return of the suspect device and replacement product was sent.